Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose (bg) level was around 540 mg/dl. The customer addressed their bg with a manual injection. Reportedly, the customer continued to use the pump for insulin therapy.